Manufacturer narrative:
Concomitant medical product: product ID: d314drg ICD, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had a suspected fracture as the thresholds were indicated to be rising and became high. The impedance was noted to be rising as well as being high and oversensing indicated to be short v-v intervals was observed. The rv lead was explanted and replaced. The right atrial (ra) lead was noted to have thresholds rising that became high, pacing impedance that was noted to be rising and became high, and oversensing. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.